Manufacturer narrative:
Corrected data: new information corrects the suspect device. Device failure occurred, but did not cause or contribute to a death.

Manufacturer narrative:
Analysis of programming.

Event description:
It was found during review of programming history that the patient had high impedance. The generator was turned off that day the high impedance was seen. No further information has been received.

Event description:
It was reported that the surgeon replaced both the lead and generator because the neurologist reported high impedance was seen and then device diagnostics were performed. There was no device diagnostics performed with the new generator attached to the existing lead.

Event description:
Analysis of the generator was completed on 01/23/2015. Visual examination performed at the bench revealed a break in the negative feed-thru wire at the negative connector block spot weld. The high resolution x-rays of the pulse generator show a break in the negative feed-thru wire at the negative connector block spot weld. An interrogation and system diagnostics test were performed, with a one inch spacer between the generator and the programming wand. The following results were noted (load resistor/reported diagnostic results, all values in ohms and battery status): dc dc 7, with neos no. Resulting status checks for; communication and current were ok, however the lead impedance was high. A window was cut into the pulse generator case to access the negative output terminal of the pulse generator module. Continuity from the negative output on the module to the negative connector block measured greater than 100m ohms, an electrical open. A bench wire was temporarily attached to the negative output terminal of the pulse generator module to continue testing in the pa lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
The patient underwent generator and lead replacement. It was reported that the lead was discarded. The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures have been slowly increasing in frequency over the past 3-4 months and that adjustments in medications have made no improvement. The patient was referred for surgery to replace the generator and repair the lead impedance.